Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The initial reporter received questionable elecsys tsh assay, elecsys ft3 iii, and elecsys ft4 ii assay results for one patient sample from the cobas e 801 module. The initial tsh result was 0.0290 iu/ml and the repeat result was 1.21 iu/ml. The initial ft3 result was 0.892 pg/ml and the repeat result was 2.41 pg/ml. The initial ft4 result was 0.0692 ng/dl and the repeat result was 1.58 ng/dl. The questionable results were not reported outside of the laboratory. The tsh reagent lot number was 40413001 with an expiration date of 30-jun-2020. The ft3 reagent lot number was 40462302 with an expiration date of 31-jul-2020. The ft4 reagent lot number was 41376802 with an expiration date of 30-jun-2020.